Manufacturer narrative:
Date of event: (B)(6). Date of report: 26aug2019. The manufacturer¿s international service technician confirmed the reported issue. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device displayed an error code 3125, 3126 exhalation flow sensor defective. The device was not in use at the time of the reported event; therefore, there was no patient involvement.